Event description:
Giant hernia, open surgery. Pt required a second surgery for a perforated ulcer and surgeon noticed that the entire intestine had 'merged' with +70% of the mesh. Mesh was explanted and cultured for infection.

Manufacturer narrative:
A review of the device history records, including the sterilization records, indicated that the mesh was processed and inspected according to procedures and no non-conformances were found. No device eval was performed since the device was not returned to the MFR.